Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received indicated that: there was no reported difficulty obtaining vascular access. There was no reported product issue with the sheath used. There was no observed re-wrapping difficulty after the reported balloon burst. The physician did not lose vascular access as a result of the reported withdrawal difficulty. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. A non-cordis inflation device was used for the procedure and the contrast to saline ratio was one to one (1:1). The same indeflator was used successfully with other devices. Complaint conclusion: as reported, during a percutaneous transluminal angioplasty (pta) a 90 cm. Saber 2 mm. X 4 cm. Balloon catheter (bc) ruptured at between two to three atmospheres (2-3 atm.) During the initial inflation for pre-dilation. The physician then experienced difficulty attempting to withdraw the product from the patient through the sheath and had to withdraw the bc and sheath together. A new sheath introducer and another new bc were used instead. There was no reported patient injury. The procedure finished successfully. The doctor commented that the reason why saber bc could not be pulled into the sheath may be ¿because the marker was stuck inside the sheath, and it could not rewrap because of the rupture¿. The target lesion was the right popliteal artery. The lesion was reported to be: a 100% stenosis, heavily calcified and moderately tortuous. An ipsilateral approach was made from the right femoral artery. There was no reported difficulty obtaining vascular access. There was no reported product issue with the sheath used. There was no observed re-wrapping difficulty after the reported balloon burst. The physician did not lose vascular access as a result of the reported withdrawal difficulty. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. A non-cordis inflation device was used for the procedure and the contrast to saline ratio was one to one (1:1). The same indeflator was used successfully with other devices. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. No additional information is available. The product was not returned for analysis. A device history review (DHR) of lot 17016002 revealed no anomalies or non-conformances related to the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, moderate tortuosity and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) the 90 cm. Saber 2 mm. X 4 cm. Balloon catheter (bc) ruptured at between two to three atmospheres (2-3 atm.) During the initial inflation for pre-dilation. The physician then experienced difficulty attempting to withdraw the product from the patient through the non-cordis sheath and had to withdraw the bc and sheath together. A new sheath introducer and another new bc were used instead. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The doctor commented that the reason why saber bc could not be pulled into the sheath may be because the marker was stuck inside the sheath, and it could not rewrap caused by the rupture. The target lesion was the right popliteal artery. The lesion was reported to be: a 100% stenosis, heavily calcified and moderately tortuous. An ipsilateral approach was made from the right femoral artery. The lesion was crossed using a non-cordis guidewire. Additional information has been requested.